Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was received with original battery cap having corroded battery cap contacts. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was successfully uploaded to carelink. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, and self-test. No blank display, low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No abnormal behavior during download history review. Proceeded by cutting unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. The following cosmetic damages were noted: stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations were not confirmed during testing. Unit powered up properly after battery installation, and no blank display or relevant alarms noted during download history review. Unable to confirm alleged high bgs. However, unit was received with original battery cap having corroded battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported blank display. Blood glucose value at the time of event was 300 mg/dl. The customer was treated with manual injection and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-386a, mmt-1884, mmt-332a. Troubleshooting was not performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-386a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a.